Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2010 (B)(6); 4194 implantable pacing lead 2010 (B)(6); 6947 implantable tachy lead 2010 (B)(6). (B)(4).

Event description:
It was reported, there was an alert for the right atrial (ra) lead which had oversensing of noise with inappropriate mode switch events noted on the electrogram. The ra lead impedance had spikes and the p-waves were 0.4 to 0.6 millivolts. There was also atrial loss of capture on the electrogram. With isometric exercises performed by the patient the ra lead noise could not be reproduced, but the noise could be reproduced with pocket/device manipulation. It was elected to do reprogramming to program off the ra lead. No patient complications have been reported as a result of this event.